Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported the insulin pump received pump error 63 and pump error 4. No harm requiring medical intervention was reported. Troubleshooting was performed and customer confirmed they can cleared the alarm and they can able to rewind the pump. The product will be returned for failure analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged device hardware low level failures alarm and device the motor arm cannot communicate with the main arm. Alarm found on march 15, 2022. The device passed the self test and displacement test no device hardware low level failures alarm and device the motor arm cannot communicate with the main arm. Alarm noted during the testing. Successfully downloaded history files and traces using thump. Device the motor arm cannot communicate with the main arm. Alarm and device hardware low level failures alarm alarms (variable info = 0c) was recorded and found in the formatted history file for the event date on march 15, 2022 13:29:29.000 march 15, 2022 13:29:36.000. Device the motor arm cannot communicate with the main arm. Alarm and device hardware low level failures alarm alarms (variableinfo = 0c) (line number 570 file number 522), suspected on hw. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electric board force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Device the motor arm cannot communicate with the main arm. Alarm and device hardware low level failures alarm alarms were confirmed. Device the motor arm cannot communicate with the main arm. Alarm and device hardware low level failures alarm alarms, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The insulin pump had multiple pump error alarms. The insulin pump was returned for the analysis.